Event description:
During a pta/stenting procedure to dilate calcified lesions of the superficial femoral artery, the stent migrated. The physician introduced the stent into the guide and encountered resistance so he then forced the stent and delivery system through the guide. The ring that holds the stent and stent protector in place broke, allowing the stent to partially deploy prematurely. The physician then tried to recapture the stent by resheathing it, however by pulling back on the delivery system he inadvertently fully deployed the stent in the common femoral artery. It was later noted that the stent had migrated to the profunda. The procedure was successfully completed placing two additional stents; a 6 x 60 in the mid sfa and a 6 x 40 smart control in the proximal sfa. The patient is reported as 'fine' following the procedure.